Event description:
An 8dct tracheostomy tube was placed in a patient in o.r. And failed by the time patient had reached the ICU. The patient was returned to the o.r. And a second tracheostomy tube was inserted. The patient coughed and this tube came out. The patient was then intubated with an endotracheal tube and placed on a ventilator. The second tracheostomy tube involved is reported on 2936999-2008-00240.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.